Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they are unable to exit the preparing to prime. The blood glucose reading was 170 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed after the battery was installed due to software error. Due to the alarm testing for prime fill anomaly was not performed. The device had cracked battery tube threads and minor scratches on the lcd window.